Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. Treatment, cause, and outcome were not reported. Action taken with dianeal therapy was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).